Event description:
The customer obtained a blood glucose comparison of 198 mg/dl and "hi" (greater than 600mg/dl) on the accu-chek aviva system. The results were obtained within 10 minute timeframe. The customer felt weak and dizzy. She took 2 glucose tablets and felt better 30 minutes afterward. No adverse event reported. New system sent to customer and return requested. The customer has discarded the strips used at time of event.